Event description:
This report is submitted to bring to attention how difficult it is to "spike" the tpn mixing container. A number of nurses have had difficulty inserting tubing into the port of this model bag. Both the product (tpn) and the tubing are very expensive and the difficult "mechanics" increases the risk of contamination and thus waste.